Event description:
Started 22g 1-inch bd insyte autoguard winged catheter in a pt. Attempted to attach the IV extension set to luer lock and noted no threads on the catheter. The catheter was discontinued and another restarted.